Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. There was corrosion observed inside the battery compartment. A leak test was performed and confirmed a battery compartment leak was found. The returned battery cap was used to complete the investigation. The pump case was opened and moisture damage was observed damage found on pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.